Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: damage to the ccd unit. Sliding error of movable l-range that occurred in the zoom scope. Image occurred within the allowable range. Damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use. Warnings and cautions. During the device evaluation, service found the right/left and up/down control knobs were loose. There were scratches with a sharp edge on the distal end plastic cover. The adhesive on the objective lens was peeling. The light guide lens was cracked. The adhesive on the c-cover and insertion tube was cracking and sharp. The customer label and barcode on the scope cover and body control unit were peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure, there was a communication error while attempting to use the freeze and picture button. There was no patient or user injury reported due to the event. Further details were not provided. The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service observed image flickering with continuous pressing of switch #1. The image was blurry and focus function error e204 appeared when manipulating the insertion tube, likely attributed to the charge couple device (ccd). This report is being submitted for the malfunction found during the device evaluation.